Manufacturer narrative:
The received item was not part of an omnipod device or an omnipod device cannula. No device was returned and an investigation could not be performed. A root cause for the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient found a small piece of the pod's cannula still lodged in her back from a previous pod, three days prior. The patient stated the infusion site was red and irritated. She was able to activate a new pod after the event. The patient no longer has the pod from this incident. The device had been worn for longer than 48 hours.